Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "device rupture" and "seroma". The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to b3 partial date of event: "may 2025" was provided.

Event description:
Healthcare professional reported "device rupture, capsular contracture baker grade ii and seroma". Events diagnosed via MRI. This record is for the right side. Device was explanted.